Event description:
A customer contacted beckman coulter inc. (Bci) to report leaking issue discovered when performing preventive maintenance on unicel dxc 600 pro synchron chemistry analyzer's t-valve. No injury was reported.

Manufacturer narrative:
The t-valve installed for the reagent syringe does not allow for secure seal causing the syringe to back out of the connection. This caused leaking at the top of the syringe and from the reagent probes. A bci field service engineer (fse) replaced the t-valve.